Manufacturer narrative:
The beckman coulter field service engineer (fse) found reagent probe b was intermittently leaking. The fse replaced the reagent probe b collar wash waste solenoid valve to resolve the issue, no further leaking was observed. (B)(4).

Event description:
A customer reported a contained leak from reagent probe b while performing troubleshooting measures on customer's unicel dxc 800 synchron clinical chemistry system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.